Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioned properly. The pump was programmed with the current time and date and monitored for several days. The time and date functioned properly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 408 mg/dl. The customer treated with 10 units of injections. The customer had symptoms such as nausea and feeling bad and drained. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer performed the hp test and it was unsuccessful. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.